Event description:
It was reported by the patient's family member that the lead requires replacement and the "wire was broken within the plastic coating." Additional information obtained from the physician's office noted that the atrial lead is fractured. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
For use by user facility/importer(devices only). (B)(4). Additional information received from the manufacturer's field representative documents high rate episodes attributed to oversensing and noise were noted during isometrics at the patient's follow-up appointment. The lead was capped and replaced. No patient complications were reported as a result of this event. The lead was not analyzed as it remains capped and implanted in the patient.

Event description:
It was reported by the patient's family member that the lead requires replacement and the "wire was broken within the plastic coating". Additional information obtained from the physician's office noted that the atrial lead is fractured. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).